Manufacturer narrative:
Date sent to the FDA: 08/10/2016. It was reported that the patient concurrently underwent total laparoscopic da vinci assisted hysterectomy, robotic assisted sacrocolpopexy with polypropylene graft augmentation x2 and cystourethroscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.